Event description:
It was reported that during preparations for a ptca procedure, the tip of the dilatation catheter was observed to separate while advancing the catheter onto an unknown guide wire. No patient involvement was reported.